Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the tip of the insertion sheath was already kinked. The device was not used and replaced by another angio-seal device. Hemostasis was then successfully achieved by manual compression only. The physician had completed the training process on the device prior to this case. It was reported that there was no health damage to the patient.